Manufacturer narrative:
Product complaint # (B)(4). Additional information: (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. F in your possession, are you willing to provide your operative report? Name of procedure? Date of procedure? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? This medwatch report is in response to receipt of a voluntary medwatch form # 5107539. No product is available for return.

Event description:
It was reported a patient underwent an uknown procedure on (B)(6) 2022 and topical skin adhesive was used. Dr. Closed the four inch incision using adhesive and placing a large waterproof bandage over the area. Patient had a lot of itching and redness on the edge of the bandage, and it appeared that water was getting through the bandage, it was removed. Over the next week the redness and itching got much worse. The doctor prescribed a cream, anti-itch pill, and an antibiotic to start taking. At two week post-op the doctor said I had an allergic reaction.¿ the device is not available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: a2, b7. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? No. Please describe how was the adhesive applied. The prineo gauze strip was cut to fit the incision and placed to cover the entire incision, then the dermabond glue was placed over the prineo gauze and allowed to dry prior to any no other bandages being placed. Once dry, there was a silverlon bandage placed on the prineo dressing. What prep was used prior to, during or after adhesive use? Chloraprep was used prior to the surgery on the entire leg. Was a dressing placed over the incision? Yes, a silverlon bandage. Is the patient hypersensitive for have allergies to cyanoacrylate or formaldehyde? Not that I am aware of. Is the patient hypersensitive to pressure sensitive adhesives? Not that I am aware of. Was patient screening done prior to the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure sensitive adhesive? No. Patient demographics: 39 years old, bmi 21.1. Patient pre-existing medical conditions? No allergies or history of reactions. Has the patient used or been exposed to similar glues/ agents for repair, crafts, cosmetic use? Unknown. Was prineo/ dermabond or skin adhesive use on the patient in a previous surgery or wound closure? Not to my knowledge . Current patient status. Well. Product code and lot number of prineo used? The surgical facility would need to be contacted for this. This was completed in conjunction with my supervising physician and the surgeon for the aforementioned procedure, dr. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, are you willing to provide your operative report? It is not in my possession. Name of procedure? Left hip trochanteric bursectomy with piriformis release iliotibial fasciotomy date of procedure? On (B)(6) 2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.